Event description:
It was reported by service report that the head end lift was stuck in the high position. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: lift power coil cable.